Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl and 82 mg/dl at time of incident and current blood glucose was 330 mg/dl. The customer¿s blood glucose level was 80 mg/dl and 300 mg/dl. The customer was treated with food and pump. It was reported that customer had shaky symptoms for low blood glucose. The customer does not allege pump was over delivering. The customer was advised to avoid exposure to any strong magnetic fields associated with magnetic resonance imaging. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.